Event description:
It was reported that the left monitor on the 9800 system intermittently would go dark. Reboot of the system would restore operation. It was noted that this would happen about once a week. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Recommended to clinical engineering that they may want to replace the left monitor to address the intermittent issue. The system was tested and found to be working as intended and placed back into service.